Manufacturer narrative:
According to the service report the technician confirmed a vent fail based on the error log. Service diagnostics reported +28v supply at 0v indicating an issue with the vacuum / vent motor connection. The connection to vent motor could be confirmed to be loose and got reinserted to connector. Afterwards the +28v rail reported correctly. Device was fully operational again. In case of a ventilator failure the device generates an audible alarm and the visual alarm message ventilator fail. The user can switch to manual ventilation as described in the instructions for use. Monitoring is still functional.

Event description:
It was reported that a ventilator failure occurred during use on a patient. No injury reported.

Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report. H3 other text : on-going.

Event description:
It was reported that a ventilator failure occurred during use on a patient. No injury reported.

Manufacturer narrative:
This is a correction of the previous report. The model no. Was corrected. As the affected fabius gs premium, serial no. (B)(6), was produced in (B)(6) 2007, a unique device identifier (UDI) is not required.

Event description:
It was reported that a ventilator failure occurred during use on a patient. No injury reported.